Event description:
Following a laparoscopic anti-reflux procedure utilizing the linx device, a patient experienced ongoing gerd symptoms leading to linx device explant. Anti-reflex procedure and linx device implantation occurred on (B)(6) 2012. Gerd symptoms were alleviated post linx implant, yet symptoms returned (B)(6) 2013. Reported that patient diagnosed with barrett's esophagus at time of explant. Uneventful device explant on (B)(6) 2014. Device found in the correct position and geometry. Nissen fundoplication including hiatus repair performed at time of linx explant.